Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a large difference in reading between sensor glucose versus blood glucose readings. Customer reported having a sensor glucose reading between 80 and 90 mg/dl while the blood glucose reading was 250 mg/dl. Customer also reported having the threshold suspend set to 60 mg/d, but the pump would suspend between 100 and 110 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.